Event description:
The user facility reported that the device leaked fluid during a procedure. There was no patient involvement and no adverse consequences. Fluids leaking could cause patient infection/contamination of surgical site.

Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device leaked fluid during a procedure. There was no patient involvement and no adverse consequences. Fluids leaking could cause patient infection/contamination of surgical site.